Manufacturer narrative:
A patient initially enrolled in the (B)(4) study had recurrent chest pain and several revascularizations performed post implantation of 4 cypher stents and multiple non-cordis stents. Past medical history included CABG and previous pci (svg pda, plb- 1 taxus; svg rca- 1 taxus; svg rca- 1 promus; plb- 3 promus), hyperlipidemia, hypertension, lvef >50 % (normal), diabetes mellitus, l/r knee surgeries and r/shoulder surgery. The patient was admitted for stable angina iii. The angiogram performed showed 80% in-stent restenosis of a taxus drug-eluting stent (des) previously implanted in the saphenous vein graft to the distal right coronary artery (rca) and 70% in-stent restenosis of a non-cordis des previously implanted in the distal right posterior descending artery (pda). This product is indicated in lesions in native coronaries. The lesion in the svg was described as 20mm in length in a 3.0 mm reference vessel diameter and was anatomically complex. After pre-dilation, a 3.5 x 23 cypher rx stent was then implanted at the target lesion at 14atm. A second 3.5 x 13 cypher rx stent was then overlapped distally from the first stent at 18atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. The lesion in the distal right-pda was described as 20mm in length and had 70% stenosis. The reference vessel was 2.75mm in diameter. After pre-dilation a 3 x 18 cypher rx stent was then implanted at the target lesion at 18atm. A second 3 x 18 cypher rx stent was then overlapped distally from the first stent at 16atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. All four stents were post-dilated as part of standard procedure. The patient was discharged the next day from the hospital without any other adverse events. During a 30day and 6 month follow up, the patient reported stable angina iii and was compliant with the prescribed antiplatelet therapy. Approximately one month later, the patient experienced recurrent chest pain and pci intervention to the native mid and distal lad was conducted with the implantation of two taxus stents. The event resolved without sequelae. The following month, the patient experienced recurrent angina and pci intervention to the proximal circumflex, ramus and proximal and distal-lad was conducted with the implantation of 2 promus and 2 taxus stents. The event resolved without sequelae. Approximately nine months after the index procedure, the patient experienced unstable angina. A coronary angiogram showed a new lesion in the svg to the distal rca treated with a xience stent and in-stent restenosis of a non-cordis stent in the proximal lad treated with ptca. It was unknown if the new lesion in the svg to the distal rca was within 5mm of the two cypher stents implanted during the index procedure. Approximately 13 months after the index procedure, the patient experienced recurrent and escalating angina. The patient had restenosis of the xience stent implanted four months earlier in the svg to the distal rca and restenosis in the pda. This was treated with a drug-eluting stent and balloon angioplasty respectively. The event resolved without sequelae. It was unknown if the restenosis was within 5 mm of the two cypher stents. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes and aggressive progression of cad), vessel/lesion factors (svg, long lesions) and procedural factors that may have contributed to this patient's restenotic events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of four products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2011-00074, 3003742446-2011-00075, 3003742446-2011-00076 and 3003742446-2011-00077. Two products with the same catalog and lot numbers are represented.

Manufacturer narrative:
On (B)(6) 2010, the patient experienced recurrent angina. The patient was treated with pci non-cordis des in the proximal circumflex, ramus and distal-lad. The event resolved without sequelae. On (B)(6) 2010, the patient experienced unstable angina with stenosis of the saphenous vein graft and in-stent restenosis of lad. The patient was treated with pci non-cordis des in the distal-rca and the prox-lad and the event resolved without sequelae. It was unknown if the stenosis was within 5mm of the previously implanted cypher stent. On (B)(6) 2011, the patient experienced recurrent and escalating angina with known coronary artery disease. The patient was treated with pci non-cordis des in the distal-rca and balloon angioplasty in the right-pda. The event resolved without sequelae. It was unknown if the stenosis was within 5mm of the previously implanted cypher stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of four products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2011-00074, 3003742446-2011-00075, 3003742446-2011-00076 and 3003742446-2011-00077. Two products with the same catalog and lot numbers are represented.

Event description:
A patient initially enrolled in the (B)(4) study had stenosis of non-target vessels treated at one month, two and at nine months post index procedure. The patient also had restenosis at nine months and thirteen months post index procedure. The patient was admitted for stable angina iii. The angiogram performed showed in-stent restenosis non-cordis drug-eluting stents (des) in the distal right coronary artery (rca) and the right posterior descending artery (pda) implanted in 2005. The lesion in the rca was described as 20mm in length and had 80% stenosis. The reference vessel was 3.0mm in diameter and was anatomically complex. After pre-dilation a 3.5 x 23 cypher rx stent was then implanted at the target lesion at 14atm. A second 3.5 x 13 cypher rx stent was then overlapped distally from the first stent at 18atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. The lesion in the right-pda was described as 20mm in length and had 70% stenosis. The reference vessel was 2.75mm in diameter. After pre-dilation a 3 x 18 cypher rx stent was then implanted at the target lesion at 18atm. A second 3 x 18 cypher rx stent was then overlapped distally from the first stent at 16atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. All four stents were post-dilated as part of standard procedure. The patient was discharged the next day from the hospital without any other adverse events. During a 30day and 6 month follow up, the patient reported stable angina iii and was complaint with antiplatelet therapy. On (B)(6) 2010, the patient experienced recurrent chest pain and coronary artery disease, pci intervention to the native mid-lad and dist-lad. The patient was treated with pci non-cordis des in both vessels and the event resolved without sequelae.